Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the product information was not provided. A shipping history search was performed to determine what products were shipped to the patient account for the three (3) month time frame which immediately preceded the event occurrence date. There were no results found for liberty cycler sets (products beginning with "050-8") being delivered during that window. As such, a manufacturing review could not be performed and the device history records (DHR) could not be reviewed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful.